Event description:
It was reported that during a percutaneous coronary intervention (pci), a 4.0x8mm quantum maverick balloon was ruptured. The mid and proximal left anterior descending (lad) artery was 90% stenosed with calcification and severly tortuous and the high lateral artery was 90% stenosed with no calcification. A non bsc stent was implanted in the lesion of which the location is unknown. The quantum maverick monorail balloon catheter was used to post dilate the stent. On the first inflation, it was inflated to 18 atmospheres (atms), the second inflation, it was inflated to 22 atmospheres (atms), and on the third inflation, it was inflated to 26 atmospheres (atms) when the balloon ruptured. The stent was fully dilated with this balloon. There were no patient injuries or complications reported. The patient status is listed as good. The procedure was completed with this device.

Manufacturer narrative:
The device was disposed of by the hospital; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental MDR will be filed.